Event description:
On (B)(6) 2016, I had surgery for a right inguinal hernia at (B)(6) hospital in (B)(6) that was performed by dr (B)(6). The mesh that was used was pro lite mesh made by atrium medical group. After the surgery it seems to take up to 4 months for me to be able to heal. Still under pain I went back to work and dealt with the pain that was worse than before surgery. I was told, give it a year and it should be better. After a year, I still had the pain and was offered pain management which I refused to take due to my job. After being assigned a different surgeon due to my prior surgeon saying he couldn't do anything else for me. I then was assigned to surgeon dr (B)(6) at (B)(6) hospital which took over care and ordered a CT scan of the area on (B)(6) 2016 and it still showed severe swelling in the area. Dr (B)(6) released me back to work on (B)(6) 2016, which I went to see her every other month until she left (B)(6) hospital. As I kept working I again just lived with the pain and decided it was time to see another surgeon. I then was assigned to surgeon (B)(6) of (B)(6) hospital in (B)(6). After receiving a round of shots at different appointments with no relief. It was decided that it was time to re explore the area due to pelvic and perineal pain. On (B)(6) 2017, the surgery was performed by dr (B)(6) at (B)(6) hospital in (B)(6). The surgery where a significant amount of scar tissue throughout the area was taken out as well as the mesh that my body rejected. An area was noted and removed that showed old signs of infection was taken out as well. Final diagnosis of the surgery was, soft tissue and mesh, right inguinal region, excision: fibroadipose and skeletal tissue with foreign body reaction to the surgical mesh. I am currently in the process of healing from the last surgery and the outcome is yet to be determined at this time as well as permanent damage due to the mesh. I am asking you to please look at the devastation that this mesh is causing and if I can keep one person from going through the pain that I have endured, this letter will be worth it. Six fragments of white pink to tan brown rubbery irregular fibrous tissue with focal possible skeletal muscle. Focal areas of blue sutures are present at one aspect of the larger fragment, sections showed a gritty appearance adjacent fibrous tissue suggesting possible embedded mesh.